Event description:
Add'l info rec'd 09/27/2002: olympus has initiated a field corrective action (a software utility) to address the software malfunction associated with the dos based imagemanager software.

Event description:
The medical facility reported that a dos version of image mgr did not generate the pt call-back letters for several pt records. MFR is no longer in business. Olympus was strictly the distributor. However, olympus is voluntarily taking on this obligation and will be sending out a utility that will identify all pts that did not receive a call-back notification. Olympus will investigate to determine if this problem exists at any other image mgr 5.6 account. Additionally, olympus is not aware of any injuries related to this malfunction and is taking these steps as a precaution.

Event description:
Add'l info rec'd 9/27/02: olympus has initiated a field corrective action (a software utility) to address the software malfunction associated with the dos based imagemanager software.